Event description:
A physician reported a pt who was originally skin tested on 12 june 1997 with negative results. On 22 june 1998, the pt rec'd her initial treatment in the forehead lines and the glabella. On 13 august 1998, the pt phoned the physician to report redness, swelling and itching at the forehead treated sites. The pt stated that the symptoms appeared after prforming some yard work that day. The physician examined the pt later that day, and noted swelling, induration, redness at the forehead treated sites only. The symptoms have since been continuous; exacerbating when the pt is exposed to heat or exercise. The physician diagnosed hypersensitivity related to collagen and prescribed claritin daily, hytone cream twice a day for 2 weeks, ice packs, and massage. No other medical or surgical intervention was planned or prescribed.